Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00384, 0001825034 - 2022 - 00386, 0001825034 - 2022 - 00387.

Event description:
It was reported that patient underwent a right hip revision approximately 13 years post implantation due to metallosis, altr, loosening of the cup, and scar tissue. During the surgery, black synovial tissue and corrosion on the trunnion were noted. The head, cup and taper were removed and replaced. The stem was left intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00384, 0001825034 - 2022 - 00386, 0001825034 - 2022 - 00387.

Event description:
It was reported that patient underwent a right hip revision approximately 13 years post implantation due to metallosis, altr, loosening of the cup, and scar tissue. During the surgery, black synovial tissue and corrosion on the trunnion were noted. The head, cup and taper were removed and replaced. The stem was left intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6. Medical records were reviewed and notes that the patient underwent a revision for metallosis, altr, loosening, scar tissue and corrosion. Aseptic loosening of the cup is noted along with scar tissue, black synovial tissue consistent with metallosis. Trunnion shows minimal corrosion. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.